Event description:
It was reported to baxter (B)(4) that the reservoir of an infusor lv 5 device ruptured during a patient infusion. The pump had been infusing a solution of 5-fluorouracil and saline for approximately 35-40 hours when the patient noticed the ruptured reservoir. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (u.s.); therefore, it does not contain a u.s. 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the u.s. Evaluation summary: the reported condition of an infusor lv 5 device with a ruptured reservoir was confirmed during product evaluation. This device is a single use device and will not be repaired.